Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that the first two threads on the distal end of the holding sleeve are broken off. The remaining threads do not exhibit any damage. The broken fragment is still in the threads of the screw that was also returned on this complaint. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address this issue.

Event description:
It was reported that during a case the threaded tip of the matrix holding sleeve broke off into the screw. The surgeon removed the screw and all fragments and completed the case without harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).